Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the patient states about every 4-6 weeks when they bolus they notice the handset lags again at 90% and they had to call in and they were told to delete the cache. Agent reviewed data and cache. Agent reviewed data and assisted patient in deleting the data. Patient put agent on hold because they got a call and patient never came back to the call. Agent called patient and left message for the patient to call back.

Event description:
Additional information was received from the patient. The patient reported every now and again they get error messages that they need to clear the data on the device in order for it to not lag at 90%. The agent on the call began to explain clearing data on the personal therapy manager (ptm) device. The patient mentioned they were in a nursing home and had to go to lunch, but they would call back when they have time to clear the data.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820: serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. It was reported that, in the middle of delivering a bolus, the patient was getting an error message stating that they could not continue delivering a bolus and was getting stuck at 90%. Patient services walked the patient through deleting data. The patient was able to get connected and successfully deliver a bolus. Patient services reviewed information and to monitor the issue and call back if the issue persisted. The patient had 7 boluses per day.